Event description:
See manufacturer report #2182207-2008-02927. It was reported that the pt's lead was eroding through her skin. Her stimulation was also in the wrong location. The pt was admitted to the hospital and told that her lead had migrated. Further info is being requested from the hcp.